Event description:
A malfunction was reported with the pump displaying a malfunction code that could not be reset. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump, provided instructions for putting the faulty pump into storage mode, and instructed the customer to return the pump using a provided return box and pre-paid label. A replacement pump was sent to the customer.